Event description:
It was reported that a spectrum iq infusion pump kept alarming downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, no downstream occlusion alarms occurred and the device passed downstream occlusion detection testing. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no cause was identified as the device was working as intended. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.